Event description:
It was reported that the patient¿s atrial lead exhibited over-sense noise resulting in inappropriate automatic mode switch. Programming changes were performed. The patient condition was stable.